Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-9501-05p univers revers humeral stem and two ar-9502f-36cpc arthrex univers revers suture cups engaged correctly, but they were loose, along with the two ar-9503s-03 univers revers humeral insert in between. The surgeon could wiggle the implants and make them move. The screw of the two ar-9502f-36cpc arthrex univers revers suture cups was not engaging with both ar-9501-05p univers revers humeral stem. The case was completed by opening a different ar-9501-05p univers revers humeral stem, an ar-9502f-36cpc arthrex univers revers suture cup, and an ar-9503s-03 univers revers humeral insert from a different lot number. This was discovered when putting the products together before insertion in the patient during a rtsa procedure on (B)(6) 2024. The case was delayed fifteen minutes; however, it is unknown if additional anesthesia was updated.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the edges of the arthrex® univers revers¿ humeral insert small / 36 / +3 were broken and damaged. Functional testing was not performed due to the device's damage. The most likely cause of the reported failure is user error, as excessive force was used during the implant's insertion, damaging the device.